Event description:
It was reported a mitraclip procedure was being performed to treat mitral regurgitation (mr). During the procedure it was discovered that the ultrasound image was unable to show the clip arms and valve leaflets at the same time. Multiple adjustments were made, but still failed to improve, and the surgery was later cancelled. During the process of withdrawing the clip delivery system (cds), it was found that the clip could not be closed. Additionally, it was discovered that the actuator knob was not fixed on the shaft and could be rotated independently. As a result, the arm positioner could not open or close the clip. Thereafter the actuator know was manually closed. It was tried several times before the clip was able to be closed and withdrawn. In addition, it was discovered during the operation that the addition and subtraction knobs of the steerable guide catheter (cds) could not be fixed and would slip.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported unintended movement associated with knob slippage and unstable/loose knob. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported knob slippage and unstable/loose knob appear to be related to a potential product quality issue; therefore, an exception is referenced. This complaint is within the scope of this exception as the complaint description and device codes match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.